Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Customer removed object that was covering pump vent. Alarm was resolved. Customer's blood glucose was 122 mg/dl.